Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this iabp. The fse checked offset and gain transducers, as well as, auto fill calibration. The fse then performed condensation removal according to cs300 service manual, adjusted the gain transducer, and adjusted auto fill. Functional check and calibration check system was done. The fse placed trainer and test balloon on the system and ran it to check for errors and no errors occurred. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a message of "transducer offset failure". It is unknown under which circumstances this event occurred; however, there was no patient involvement or adverse event reported.